Event description:
Per report received from foreign MFR: when the wire was withdrawn beyond the lesion, tip of the wire did not show any movement from the x-ray screening. However, the wire could still be withdrawn. Finally it was found that the spring coil of the wire tip remained in the vessel while it separated from the core wire when the physician attempted to withdrawn it.